Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-30, additional information was received from a foreign manufacturer representative (rep). It reported the patient experienced some withdrawal symptoms which were managed as an inpatient in her treating hospital. The pump was explanted and replaced on (B)(6) 2017 and would be returned.

Manufacturer narrative:
Analysis of pump identified a motor gear train anomalies. These included corrosion and-or wear and-or lubrication and stall due to shaft bearing. Analysis of the pump also identified a hybrid bit flip in telemetry handler memory. This device issue is known and documented in the labeling per (B)(4) ¿ n¿vision clinician programmer with software synchromed ii infusion systems. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving sufentanil (50 mcg/ml at a dose of 28 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2017, logs received indicated the pump motor stalled at 14:20. The stall recovered on (B)(6) 2017 at 22:05. Another motor stall occurred on (B)(6) 2017 at 14:13 with another motor stallrecovery on (B)(6) 2017 at 16:42. The issue was reported by the rep as a "premature motor stall". There were no applicable environmental, external, or patient factors that may have contributed to the issue. The pump was interrogated and logs were obtained. The patient was admitted to the hospital and was being monitored by their pain physician. A pump explant and replacement was planned for (B)(6) 2017. The issue was not resolved at the time of this report. The patient status was listed as alive - no injury.